Event description:
It was reported to boston scientific corporation on june 7, 2007, that after the placement of a rx wallstent biliary endoprosthesis in a male patient (age unknown), the catheter was being removed and "the stent came [out] at the same moment" as "a piece of the catheter was blocked in the stent and it was not possible to pull only the catheter". Upon removal from the scope, the physician noted that approximately "5 cm of the end of the sheath was broken and torn." An unknown stent was placed to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are being performed; results will be provided in a follow-up medwatch report.